Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to an unknown meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2016. The patient reported that she obtained alleged inaccurate high results of 200mg/dl on the subject meter compared to 150mg/dl on the other device performed within 30 minutes of each other. The patient manages her diabetes with insulin (self-adjuster). The patient reported that within a couple of days after the alleged product incident began she developed symptoms of sweaty and headache. She stated from (B)(6) ate less food and or drink and visited her doctor. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the sample was taken from an approved site and the correct testing steps were used. The test strips were stored correctly and not expired. The test strip vial was neither cracked nor broken. The patient completed a control solution test which fell outside the approved range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips failed testing. The reported issue was confirmed. Additional tests were performed by lifescan product analysis on the test strip vial and desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.